Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that before positioning the rv lead through the tricuspid valve, the lead helix extended further than normal and failed to be retracted. Multiple attempts were made to retract the helix. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.